Event description:
Customer reportedly received results of lo and 119 mg/dl within 10 minutes on the compact plus system. No low blood symptoms reported. No actions taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. L1 control was run and in range. Requested return of suspect device and replacement was sent.